Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was not able to load multiple cartridges during the load process. During troubleshooting with tandem technical support (cts), cts identified the customer received cartridge alarm 19. The customer's blood glucose level was not impacted. The customer indicated that would use the pump until replacement arrived.